Event description:
It was reported that this implantable lead was part of a system revision due to infection. There were no additional adverse patient effects reported. Due to the advanced age of the patient, the lead was capped and left in the body according to the discretion of the physician.